Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's fio2 setting was unable to be adjusted. The device's three-way solenoid valve was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's fio2 setting was unable to be adjusted. The device's three-way solenoid valve was replaced to address the issue. The device's fio2 solenoid valve was returned to the manufacturer's product investigation laboratory (pil) for additional testing. The component was visually inspected, and no visual defects were observed. The component was placed on the multifunctional test station for fio2 valve current verification and fio2 receptacle verification and passed all testing. The technician concluded the fio2 solenoid operated as designed. The component was scrapped per the pil policy.